Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had inadequate capture and an impedance problem. It was believed that the lead had an insulation breach. The patient was also receiving pocket stimulation. The lead was capped and replaced on (B)(6) 2019. The patient was stable.